Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during a transobturator tape procedure performed on (B)(6), 2014. The procedure was completed with this device. There were no complications reported immediately at the conclusion of the procedure. According to the complainant, the patient develop erosion after device implantation. The eroded part of the sling was removed. Later, the patient experienced urinary retention. Cystoscopy results revealed that the sling was tight/ tensioned around the urethra but not eroded into the mucosal. The physician decided to remove the entire sling.